Event description:
It was reported that two days post device implant procedure, device had defibrillation threshold testing which failed two times. The defibrillation threshold testing was tried again however there were two failed shock attempts and no high voltage output. Device and lead was explanted and a new device and lead was implanted. Patient was discharged.